Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2008 essure (fallopian tube occlusion insert) was placed. On (B)(6) 2008 the consumer experienced complication during insertion. Essure was inserted in combination with novasure (first novasure then essure). It could not be seen whether the coils had been properly inserted. In (B)(6) 2008, after three months, essure coils were not clearly visible on the internal ultrasound scan. In an unspecified date the consumer experienced irregular bleeding or breakthrough bleeding, arrhythmia, allergic complaints, pain in head, pain in groin, increase or decrease of weight, tiredness, restless feelings, mood swings, memory loss, concentration problems, allergic to sugar, hernia is becoming worse, and sleep apnea. The consumer reported problems with daily tasks (e.g. At home) as influence on her daily life. The consumer received physiotherapy as treatment. Novasure (ablation) was also conducted as treatment. Company causality comment this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced irregular bleeding or breakthrough bleeding, essure not clearly visible on the internal ultrasound scan after three months (seem as a device dislocation), and arrhythmia. Irregular bleeding or breakthrough bleeding and essure not clearly visible on the internal ultrasound scan after three months are listed in the reference safety information for essure while arrhythmia is unlisted. Changes in menstrual pattern and genital bleeding, including heavy and unscheduled bleeding, may occur within consumers under essure use. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes, this movement could be an expulsion or dislocation (into fallopian tube or to peritoneal cavity). Based on a positive temporal relationship, essure safety profile, and lack of alternative explanation, these both reported events were assessed as related to essure use. Essure is a method of local, mechanical action and therefore, causality between this device and the event arrhythmia was considered unrelated. This case was regarded as incident since intervention was required (novasure). According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. Other nonserious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality-safety evaluation received on 09-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: metrorrhagia: the analysis in the global safety database revealed 33 cases. Device dislocation: the analysis in the global safety database revealed 727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced irregular bleeding or breakthrough bleeding, essure not clearly visible on the internal ultrasound scan after three months (seem as a device dislocation), and arrhythmia. Irregular bleeding or breakthrough bleeding and essure not clearly visible on the internal ultrasound scan after three months are listed in the reference safety information for essure while arrhythmia is unlisted. Considering that essure may cause genital bleeding ant that there is a risk that the device could move in/out of fallopian tubes and considering there is no alternative explanation, both events were assessed as related to essure use. Essure is a method of local, mechanical action and therefore, causality between this device and the event arrhythmia was considered unrelated. This case was regarded as incident since intervention was required (novasure). According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.